Event description:
A trilogy ev300 ventilator was returned toa third party service center for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use.during the evaluation of the device at the service center, the device failed the system setup test aecm section of pre-check test.a philips authorized service center will perform the repairs. No additional information regarding the affected parts were provided. In addition, the ev300 preventative maintenance kit was replaced on the device. No further investigation is required at this time.